Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer replaced the flow sensor connector, calibrated the turbine differential transducers, and replaced the sensor receptacle and o-rings. The reported issue was resolved. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that on two occasions the turbine delivered and monitored values were low and the flow would not go to zero. There was no patient involvement associated with this reported issue.